Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event during use on 20-may-2024. The infusion set was in use for 4-5 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.